Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior techniques/tools: direct traction and sheath(s) no complications.